Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia on the first day using the ilet after a meal announcement while eating very low carbohydrate, with the device delivering too much insulin and the user correcting with oral glucose sources (gatorade and candy); the device alerted for low bg. Symptoms included sweating and dizziness. Outcomes included transient hypoglycemia with bg in the 40s for approximately 75 minutes, resolution without outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education on meal announcements with a trainer. Investigation of this case revealed a use-related issue associated with meal announcement in the context of very low carbohydrate intake that led to excess insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.